Event description:
Customer reported a malfunction of the display. The (B)(4) service center determined that the display was missing a heart rate segment.

Manufacturer narrative:
Covidien service ctr replaced the front pcb, main pcb, and main front flat cable. (B)(4).